Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient thinks his infusion device does not properly deliver the basal rate. On the day of report, he woke up with a blood glucose level of 16.2 mmol/l (291.6 mg/dl) at 7:00 am and he administered 10 units of insulin via injection. At 9:00 am his blood glucose level was 9.9 mmol/l (178.2 mg/dl) and he bolused 5 units of insulin via injection and at 11:00 am his blood glucose level was 7 mmol/l (126 mg/dl). The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned to have the delivery accuracy evaluated.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.